Event description:
It was reported that following an ICD change out procedure, the right atrial lead and the right ventricular lead were oversensing. It was also reported that there were 186 counts of atrial tachycardia/atrial fibrilation recorded. The device was reprogrammed to a lower sensing setting and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.